Event description:
It was reported that pump screen was dark and would not turn on despite attempts to power it on. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, tried multiple power and button-press steps and removed pump from case, but pump display still did not turn on, so pump was confirmed in warranty and replacement pump was arranged; customer planned to use backup insulin pump until replacement arrived, was instructed to allow battery to fully deplete before return, to send problematic pump back within 10 days using provided materials, and to later program pump settings and reconnect cgm on replacement pump.